Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger not working) was confirmed. Upon investigation the charger would not power up. The power unit¿s connector pins were not seated into the connector. The root cause for the damaged power unit connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged connector. The pt received a replacement battery charger.

Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was not charging batteries. The pt was issued a replacement battery charger.